Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an additive issue occurred with a tube p800 plh 13x75 2.0 plbl clr. The following information was provided by the initial reporter, "when the p800 tube is in use, the customer finds that "water droplets" appear inside one of the tubes. In general, there will be powder solid inside the tube wall, which is an anticoagulant, rather than "water droplets"."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for additive abnormality with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an additive issue occurred with a tube p800 plh 13x75 2.0 plbl clr. The following information was provided by the initial reporter, "when the p800 tube is in use, the customer finds that "water droplets" appear inside one of the tubes. In general, there will be powder solid inside the tube wall, which is an anticoagulant, rather than "water droplets"."